Event description:
The customer reported that the system displayed intermittent communication error messages followed by system lock-ups. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.